Event description:
The pt had two leads with the same lot number. It was reported the pt experienced a sharp pain in their back and legs (no stimulation was on at the time) when the pt was transferred from the operating table to the wheelchair. The leads were implanted at t8 low-to-moderate resistance while implanting the right lead due to scar tissue. The physician decided to explant the leads. The physician noted a significant amount of blood on the right lead which led him to believe the pt may have an epidural hematoma. The pt was then taken to the ER. The physician indicated the pt did not have a hematoma. The pt later regained motor on right side and was released from the hospital.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.